Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, minimal bleeding described as "oozing" was observed in the area of the uterine vessels following removal of the uterus. A blood loss volume was not provided. Hemostasis was attempted using an sp fenestrated bipolar forceps (fbf) instrument. However, the surgeon noted that the bipolar coagulation energy appeared to "tilt to one side" and was not functioning as expected. The surgeon then switched to a monopolar curved scissors (mcs) instrument, which effectively controlled the bleeding. No blood transfusions were administered and no additional tissue removal was required as a result of the event. Upon removal of the sp fbf instrument, broken wires were noted. No fragments fell inside the patient. The procedure was completed robotically. According to the customer, there have been no reported post-operative complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the sp fenestrated bipolar forceps (fbf) instrument to perform failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated sections: d9, g3, g6, h2, h3, h6, h11. Device evaluation: intuitive surgical, inc. (Isi) received the sp fenestrated bipolar forceps (fbf) instrument for failure analysis evaluation. The sp fbf instrument was found to have intermittent energy delivery when installed on the in-house system, activating at irregular intervals in response to pedal presses. Upon removal of the housing, the cables were found to be attached. The instrument passed the electrical continuity, recognition, and engagement tests, and the grips opened and closed as expected. Additionally, a dislodged cable crimp was identified, which visually makes the cable appear to be broken. Visual inspection found the wrist control appeared to be dislodged. This failure resulted in imprecise motion during functional testing on the in-house system due to the dislodged cable crimp. Imprecise motion was also observed when the pitch input was manually articulated. The grip tips moved in the direction commanded, but a lag or delay in the motion was observed, which also makes the instrument look tilted to one side. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing-induced issue. Components surrounding the dislodged cable crimp did not exhibit abnormal sharp edges or damage that could have contributed to the crimp being dislodged.